Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Analyst commented, atrial lead undersensing observed in save to disk electrogram (egm). (B)(4).

Event description:
It was reported that during follow up visit, the patient complained of having severe palpitation. After a series of measurements, increase in the atrial pacing threshold was observed as well as decrease in the sensed wave compared to the last measurement. Also, atrial high rate episodes had been recorded approximately 23 times since the day the patient noted palpitation. Electrogram (ECG) showed a waveform that appeared to be noise. Isometric test via pressing the patient's hands together, revealed existence of noise. Lead impedance readings were normal. Lad fracture was suspected, and was unable to identify site via x-ray. Physician decided to leave the atrial lead in use and monitor via follow up visits. Due to palpitation encountered the device mode was reprogrammed and to allow tracking of noise. No patient complications have been reported as a result of this event.